Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see the updates in sections h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 13 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely the leds on the front panel lit up and blinked due to a faulty turret motor and faulty high intensity motor and the brightness adjust spring malfunction was likely due to a diaphragm failure. Olympus will continue to monitor field performance for this device.

Event description:
The olympus representative reported the front panel switches and indicator light-emitting diode (led) lights on the visera pro xenon light source were lit up and flashing. No patient injury or procedure impact was reported.

Manufacturer narrative:
The device was evaluated by olympus. The evaluation found that the allegation was confirmed. The problem with the lighting of the front panel was due to an abnormality in the system. The flashing lights were caused by turret and high brightness motor fatigue. The device presented with a shibori spring component malfunction. It was found that the device also had a diaphragm component failure. An additional issue with high brightness mode not working was due to socket fatigue. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.